Event description:
Before the lead was implanted it was tested on the back table and the helix took 20 turns to advance and retract when it usually takes 12. The helix also extended in an abrupt fashion. The devices are always checked prior to implant. The physician is very familiar with using this lead and has not seen this problem before. A different lead was then implanted from the same manufacturer as the ICD.